Event description:
It was reported via phone call that customer went swimming with insulin pump causing moisture under display screen. Customer's blood glucose was unknown. Customer reported that buttons responded intermittently. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No moisture damage found on screen, electronics, motor, battery tube and vibrator noted. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.